Event description:
It was reported that the left (live) monitor intermittently failed to display an image. This situation renders the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was reconnected. The system was tested and found to be working as intended and returned to service.